Event description:
New information received indicated the previously reported issue of positioning failure was solely due to patient anatomy and there were no allegation of malfunction from the physician of device performance.

Event description:
It was reported the patient presented for an aveir implant procedure. During the procedure, the physician discovered the leadless pacemaker helix had tissue stuck in it. The device was exchanged; however, the physician was unable to navigate around the moderator band. Implant attempt was abandoned. The patient was stable.